Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to failure of the lamp due to failure of the igniter. Additionally, an emergency light error occurred due to an emergency light internal failure, and the high brightness mode did not work due to an output connector high brightness detection part failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the emergency light was on while using the visera pro xenon light source. The therapeutic procedure was completed with a similar device and the patient was under general anesthesia at the time. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the igniter and a failure of the emergency lamp. Olympus will continue to monitor field performance for this device.